Event description:
According to the available information in mw5169749, it was reported that: "I hope as you read this you will understand that the procedure called sacrocolpopexy should be banned. I would think it would be hard to find a patient who would say otherwise. In 2015 at the (B)(6) hospital in (B)(6) dr. (B)(6) performed surgery for what I thought was mainly bladder prolapse. Although he acknowledged my request for "no mesh" I ended up with restorelle mesh and a hysterectomy. I am sure that from our conversation he would know that I did not completely understand what he was about to do; he made sure not to use the words hysterectomy or mesh when explaining a second procedure that he wanted me to agree to and gave me no other resources to educate myself with before performing this procedure. In 2019 when my gyn detected bleeding I began the search to understand what it was. Medical services being what they were on (B)(6), it took me an additional 2 years to discover that I had mesh inside. It has taken me until now, to piece together what happened to me in the hands of (B)(6). This surgery should be stopped. It has no redeeming value. It only guarantees the doctor a patient for life. Other than removing the mesh as a whole, which no one is willing to do, the only solution is to have endless doctor's visits for trimming the excess mesh. This procedure has made a patient out of me, an otherwise healthy and happy person. Thank you for your attention to this matter. Respectfully, - (B)(6). In (B)(6) 2023 I was painfully immobilized by a frozen lower back. Took me a while to connect the two. This procedure attaches the mesh to the sacrum. It took me a good six months to get pain relief/pain free mobility."

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
According to the available information the altis was implanted on (B)(6) 2015. The patient reported several adverse events as a result of having the mesh implanted including bleeding, erosion/exposure, pain, and several sequential surgeries. Based on the available information, the reported complaint is identified in the risk management documentation except ambulatory difficulties. There are no clinical studies or literature or data to support a specific direct causal relationship between restorelle and the ambulatory difficulties. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of bleeding, erosion/exposure, pain, quality accepts the physician¿s observations of such as the reason for surgical intervention.